Manufacturer narrative:
Visual and functional inspections were performed on the returned analysis. The reported resistance with the foot was not confirmed. The reported irregular appearance and texture. The reported difficulty to insert could not be replicated in a testing environment as it was based on operational circumstances. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. These factors may have contributed to the irregular texture and irregular appearance. A conclusive cause for the reported event could not be determined; however the treatment appears to be related to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a closure of a mildly calcified left common femoral artery with a prostyle device after an interventional peripheral procedure with a 6f sheath. Reportedly, the physician did not like how the footplate deployment felt. The footplate was closed, and the device was removed. Upon inspection of the device, it appeared the sutures were dislodged from the foot plate. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.